Event description:
In 2009, the lay user/pt contacted lifescan (lfs) alleging that his lancet holder of his onetouch lancing device was damaged. The complaint was classified based on the customer care advocate (cca) documentation, since the medical surveillance specialist (mss) was unable to reach the pt by phone. The pt reported that the alleged issue began in the afternoon one week earlier. The cca noted that the pt manages his diabetes with insulin (no adjustments); however, it is not known what action, if any, the pt took regarding his diabetes management as a result of the alleged issue. It is also not known if the pt discontinued testing his blood glucose as a result of the alleged issue. Three or four days after the alleged issue began; the pt claimed he became shaky. On an unspecified date/time, the pt also reported that he tested on another device and obtained a result of "375 mg/dl" and treated self with insulin every 4 hours. At the time of troubleshooting, the cca noted there was no known misuse to the reported product. Replacement product was sent to the pt. This complaint is being reported because the pt claims he developed symptoms suggestive of either severe hypoglycemia or hyperglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform the FDA of product(s) that do not pass inspection in a supplemental report.